Event description:
It was reported that during implant of this right ventricular (rv) lead, all lead diagnostics were noted to be stable and within normal limits. Two days post implant, this rv lead exhibited high threshold measurements and high out of range pacing impedance measurements greater than 2,000 ohms. Additionally, sensing was unable to be measured and the lead did not pace, which, resulted in the presence of skipped beats. Initially a lead to device header connection issue was suspected, however, upon testing of the lead on a pacing system analyzer (psa), all lead parameters were unable to be measured and a connection issue was ruled out. Surgical intervention was undertaken. The lead was explanted and replaced. No additional adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations. It is important to note that if lead measurements were within normal ranges while implanted, this indicates the identified break may have occurred during helix extension/retraction at the time the lead was explanted.

Event description:
It was reported that during implant of this right ventricular (rv) lead, all lead diagnostics were noted to be stable and within normal limits. Two days post implant, this rv lead exhibited high threshold measurements and high out of range pacing impedance measurements greater than 2,000 ohms. Additionally, sensing was unable to be measured and the lead did not pace, which, resulted in the presence of skipped beats. Initially a lead to device header connection issue was suspected, however, upon testing of the lead on a pacing system analyzer (psa), all lead parameters were unable to be measured and a connection issue was ruled out. Surgical intervention was undertaken. The lead was explanted and replaced. No additional adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. The product has been received for analysis.